Event description:
It was reported by service report that the head section did not lock in the upright position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results - trigger lock.